Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device and phenom 27 catheter were returned for analysis. The pipeline flex device was returned inside a dispenser coil, inside a sealed, clear biohazard bag, together with the phenom 27 catheter, and inside a shipping box. The pipeline flex braid was stuck inside the phenom 27 catheter hub. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were on the re-sheathing marker and re-sheathing pad. The distal hypotube was found stretched. No kinks or bends were found on the pusher wire. The distal and proximal braid ends were observed to be open and frayed. The braid¿s middle section was fully open without damage. The phenom 27 catheter tip and marker were examined, and no damage was noted. No damage was found to the catheter¿s body. No voids or flashes were found on the catheter hub. No other anomalies were found. Testing/analysis: the pipeline flex braid was removed from the phenom 27 catheter hub without difficulty. The phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water, and water exited through the distal tip. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. External testing: none. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ and ¿failu re/incomplete to open at proximal¿ reports could not be confirmed, as both ends of the returned pipeline flex braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include patient vessel t ortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was minimal, and the pipeline was not positioned in a bend, ruling out patient vessel tortuosity and the user's deployment of the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. In addition, the damage seen on the braid (fraying) and the distal hypotube (stretched) indicates that high force was used. The damage may have occurred when the user advanced/retrieved the returned pipeline flex device through the returned phenom 27 catheter against resistance. Possible causes of resistance include a lack of continuous heparinized saline during the p rocedure. However, the cause of the resistance could not be determined. No complaints were reported regarding the returned phenom 27 catheter. Additionally, no issues were encountered during testing of the returned phenom 27 catheter, and no damage was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that it was unknown how the pipeline flex braid became stuck inside the phenom 27 catheter hub.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1: initial reporter name updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated a2, b5, d9. H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open was not determined. The distal (front) end of the stent did not open; no other obvious damage was observed. Later, it was clarified that the issue was limited to poor opening at the distal (tip) end of the pipeline stent.

Event description:
Medtronic received a report that a pipeline failed to open at the proximal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located on the left ophthalmic segment with a max diameter of 4 mm and a 4 mm neck diameter. It was noted the landing zone was 3.8 mm distally and 4.3 mm proximally. The patient's blood flow vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed that blood flow was unobstructed, with significant contrast agent retention. It was reported that during the procedure, they delivered the flow-diverting stent, but the stent's distal end could not open. Multi ple attempts were made, but it still could not open. Replaced it with a new one, which opened successfully. The pipeline failed to open at the proximal section and was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed more than 2 times and no additional steps or other devices were required to open the pipeline.the pipeline was removed from the patient and resheathed and removed with the microcatheter. All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a navien rfx058-115-08 sheath, phenom27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.